Event description:
It was reported that following an implant procedure, the patient experienced pain and weakness on the left leg and unable to put pressure when standing. The patient was admitted to the hospital. No further information could be obtained.